Event description:
It was reported that the customer received an incomplete alert as they had not completed a pump request. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered manual injections to address bg level and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete alert.